Event description:
It was reported the patient had pectoral muscle stimulation and the device had gone to high output. When the settings were lowered, the patient became symptomatic. The device was at eol and was explanted and returned. It subsequently tested out of specification at manufacturer's analysis.